Event description:
Boston scientific received information that during the cardiac resynchronization therapy defibrillator (crt-d) downgrade procedure, the adaptor would not unscrew from the header of the device due to one of the screws being broken or loose. Eventually the physician managed to unscrewed the adaptor from the lead and connect it to the is-1 port of the new device. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that there was a lv-1 to is-1 non-bsc adapter stuck in the lv port, and a broken off wrench tip in the left ventricular tip setscrew hex slot. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.